Manufacturer narrative:
UDI: (B)(4). Initial reporter's phone number: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to premature wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from the (B)(6) that during service and evaluation, it was determined that the attachment device temperature was above specification (temperature became too hot) and the sleeve was worn out. It was further determined that the device failed pretest for thimble lock operation, vibration and temperature assessment. It was reported in the service order that the device bearing was defective. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.